Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.

Event description:
Customer reported via phone call having issues with sensor. Customer stated last night sensor glucose was 77 and blood glucose was 42. The customer's blood sugar was 253mg/dl at the time of call. Customer states that the sensor stop working after the third day. Trouble shooting was performed steps per previous calls and customer was very angry and frustrated. Customer was offered to replace two sensor and review taping methods. Two sensor will be returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.